Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR report #s 1627487-2013-00519, 1627487-2013-00520, 1627487-2013-00522 and 1627487-2013-00523. The pt's (B)(6) scs system includes an ipg and four leads from four lots. It was reported the pt is unable to establish communication with the ipg using either the programmer or charging system. In addition, she reports experiencing a sharp pain on her right side. The pt recently suffered a fall and alleges a change to her therapy relief since that time. An x-ray has been ordered for further interrogation.